Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead and right atrial (ra) lead had dislodged due to twiddlers syndrome. It was also noted that the rv lead exhibited unsatisfactory parameters. The patient was presented lead revision procedure. During the procedure, it was noted that the helix of the ra lead became stuck. The rv lead and ra lead were explanted and replaced. The patient was in stable condition.